Event description:
It was reported the c10-3v transducer had a hole in the lens with exposed electronics. The transducer was associated with an epiq 7g ultrasound system. The issue was found outside of use; there was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The prior follow up report submission was the final report; however, it was inadvertently marked as not a complete. It should have been marked as yes complete.

Manufacturer narrative:
A through investigation was performed to determine the cause of the damages to the c10-3v transducer lens. Based on the evidence available in this investigation, the reported damage to the lens most closely aligns with use-related factors such as repeated handling and frequent cleaning or sterilization cycles. There is no indication of non-conforming material at shipment, nor any evidence of a design anomaly that would warrant further action.